Manufacturer narrative:
Summarized patient outcomes/complications of mitraclip were reported in a research article in a subject population with multiple co-morbidities including hypertension, diabetes mellitus, chronic kidney disease, dyslipidemia, coronary artery disease, chronic obstructive pulmonary disease, atrial fibrillation/atrial flutter, heart failure, and mitral regurgitation. Complications reported included heart failure, hospitalization/prolonged-hospitalization, death; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. Literature attachment: right ventricular¿to¿pulmonary artery uncoupling following transcatheter edge-to-edge repair in ventricular functional mitral regurgitation. B2: death date was estimated. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "right ventricular¿to¿pulmonary artery uncoupling following transcatheter edge-to-edge repair in ventricular functional mitral regurgitation", was reviewed. This research article is a prospective multicenter experience to evaluate the prognostic significance and clinical predictors of impaired right ventricular-pulmonary artery (rv-pa) coupling after mitral transcatheter edge-to-edge repair (m-teer) in patients with ventricular functional mitral regurgitation (fmr). The device included in the study was mitraclip. The article concluded that impaired rv-pa coupling after m-teer is independently associated with a higher risk of composite outcomes in patients with ventricular fmr, particular those with pulmonary hypertension. [The primary and corresponding author was masaki izumo, department of cardiology, st. Marianna university school of medicine, 2-16-1, sugao, miyamaeku, kawasaki, kanagawa 216-8511, japan, with corresponding e-mail: heartizumo@yahoo.com.jp.] This study included patients with ventricular fmr who underwent m-teer from 01 april 2018 to 30 june 2023. A total of 1,059 patients were included in the study, all of which received an abbott device. The average age of the impaired right ventricular-pulmonary artery coupling (rv-pa) group was 79 years. The average age of the preserved rv-pa group was 77 years. The majority gender was male. Comorbidities included hypertension, diabetes mellitus, chronic kidney disease, dyslipidemia, coronary artery disease, chronic obstructive pulmonary disease, atrial fibrillation/atrial flutter, heart failure, and mitral regurgitation.